Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted damage to the catheter electrode. Functional testing noted that the catheter eeprom was read and check electrode errors were observed. The catheter was connected to a halo flex generator and recognized as used. The gold key converter was connected to the catheter and five ablations were performed without difficulty. It was reported that the device was on fire and smoking. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the endoscopic catheter had damaged electrodes. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during radio frequency ablation (rfa) procedure for squamous intraepithelial neoplasia, the catheter electrode sparked under endoscopy, at the ablation electrode site, and smoke was observed. The lead was removed and surgery was stopped. After the electrode was withdrawn, damage was observed on the electrode surface. There was no patient or user harm.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the catheter electrode. Functional testing noted that the catheter eeprom was read and check electrode errors were observed. The catheter was connected to a halo flex generator and recognized as used. The gold key converter was connected to the catheter and five ablations were performed without difficulty. It was reported that the device fired and was smoking. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the endoscopic catheter had damaged electrodes. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during rfa (radiofrequency ablation) procedure for squamous intraepithelial neoplasia, the catheter electrode sparked under endoscopy, at the ablation electrode site, and smoke was observed. It was also noted that an alarm was triggered. The lead was removed and surgery was stopped on that day and rescheduled for an esd (endoscopic submucosal dissection) procedure. After the electrode was withdrawn, damage was observed on the electrode surface.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, imf code new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during rfa (radiofrequency ablation) procedure for squamous intraepithelial neoplasia, the catheter electrode sparked and smoke was observed. After the electrode was withdrawn, damage was observed on the electrode surface. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.